Event description:
It was reported to philips healthcare that during 12 lead monitoring of patient, the user experienced loss of connectivity. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.